Event description:
(B)(4). I was scheduled for a tah/bso leaving ovaries. On tuesday (B)(6) 2016 during my laparoscopic hysterectomy my surgeon had to stop the procedure and open me up. The following was noted by my surgeon: my left fallopian tube and both of my ovaries were missing, gone, nowhere to be found. Both coils were found in my uterus. My uterus was rotated/ twisted 90 deg; my uterus was hardening on one side. I had severe adenosis. My surgeon has never seen anything like this before. My right fallopian tube was connected by scar tissue to my femoral artery. The thought of uterine strangulation is absolutely horrifying and could have cost me my life, not too mention the scar tissue connected to my femoral artery. Tell me how and why this essure device is allowed to be on the market? This is an injustice and it needs to be taken off the market before more lives are tragically taken.

Event description:
(B)(4). Thyroid issues, was prescribed levothyroxine and stopped due to the following: experienced sob, arrythmia, irregular heart beat, possible tia, elevated pt levels, rhabdomyolysis, sweats. To this day still experiencing plummeting or nonexistent vit d levels, burning (on fire from the inside out) all over my body, presenting worst in both hands, muscle weakness, muscle atrophy, migraines, blurred vision, teeth falling apart, foggy brain, memory loss, excessive bleeding and blood clots (sometimes stand up with no warning and blood gushing), menses that last for two weeks, constant spotting, shooting pain in abdomen on left side, bloating (look 8 months pregnant).